Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 37761, serial (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient had a broken pin on the charger and the charger stopped taking charge from the wall. The patient reported she was in excruciating pain that she could not even go to the bathroom. The patient indicated that the pain was due to the device not working. It was off and she was not able to charge it. The patient first stated she was in pain every day, and then she explained the pain returned on july-23.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.